Manufacturer narrative:
The reported event was inconclusive due to an incorrect sample being returned. A microez microintroducer was returned instead of a foley temp sensing catheter. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for ay imperfections or surface deterioration prior to use." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley catheter was not functioning properly. Reportedly, the catheter was reporting low temperatures. Additional information was received via email on 8-jan-2019 from brian pratt who reported that "upon placement or very shortly thereafter, temperature readings would be very low or fall to very low level. Physical correlation was completed which verified incorrect values. "

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley catheter was not functioning properly. Reportedly, the catheter was reporting low temperatures. Additional information was received via email on (B)(6) 2019 from (B)(6) who reported that "upon placement or very shortly thereafter, temperature readings would be very low or fall to very low level. Physical correlation was completed which verified incorrect values. "